Event description:
It was reported that the device was removed due to fluid loss. A new device was implanted on the same day as the removal.

Manufacturer narrative:
Device info: catalog #: 72402106, (B)(4) #: 601926004, expiration date: 07/08/2014, MFR date: 07/2009; catalog #: 72402287, serial #: (B)(4), expiration date: 05/27/2014, MFR date: 06/2009. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.